Event description:
The customer reported to philips healthcare that the device drains batteries when batteries are installed overnight. There was no adverse patient impact.

Manufacturer narrative:
(B)(4).